Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect pace/defib engine board was returned. The reported malfunction was observed and attributed to a lifted pad on a transformer on the pace/defib engine board. The customer received a replacement pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.